Event description:
It was reported that a cuff miss occurred during attempted suture placement in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a sheath larger than 8fr, exact size unknown. A second proglide device was used for successful suture placement. There was no reported adverse patient sequela. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. Although the name of the physician was provided, it is unknown if the physician has been trained in the use of the proglide device or established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.